Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/poking sensation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menses"), genital haemorrhage ("heavy bleeding / large clots"), anaemia ("anemia"), feeling abnormal ("brain fog"), headache ("chronic headache"), arthralgia ("joint pain") and stress ("stress") and was found to have blood iron decreased ("low iron") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (upcomming surgery to remove implant device (B)(6) 2020). At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, anaemia, feeling abnormal, headache, arthralgia, blood iron decreased, vitamin d decreased and stress outcome was unknown. The reporter considered anaemia, arthralgia, blood iron decreased, dysmenorrhoea, feeling abnormal, genital haemorrhage, headache, pelvic pain, stress and vitamin d decreased to be related to essure. The reporter commented: discrepancy added: essure removal date as per pfs is (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-nov-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/poking sensation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menses"), genital haemorrhage ("heavy bleeding / large clots"), anaemia ("anemia"), feeling abnormal ("brain fog"), headache ("chronic headache"), arthralgia ("joint pain") and stress ("stress") and was found to have blood iron decreased ("low iron") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (upcoming surgery to remove implant device (B)(6) 2020). At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, anaemia, feeling abnormal, headache, arthralgia, blood iron decreased, vitamin d decreased and stress outcome was unknown. The reporter considered anaemia, arthralgia, blood iron decreased, dysmenorrhoea, feeling abnormal, genital haemorrhage, headache, pelvic pain, stress and vitamin d decreased to be related to essure. The reporter commented: discrepancy added: essure removal date as per pfs is (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.